Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t13324n. Devicesof the complaint lot performed properly when tested with a positive calibrator, no issues with d-dimer recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13324n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Discrepant low triage sob d-dimer vs lab d-dimer. Both edta whole blood samples from same draw. Only a few hours were between the two testings patient, female was diagnosed with pulmonary embolism. No treatment based on triage result. The patient was not sent to the hospital.